Event description:
It was reported by service report that the scale is inaccurate due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.